Event description:
It was reported that the customer was admitted to the hospital for a month due to a septic infection unrelated to the insulin pump. The customer had been off the insulin pump while in the hospital and was attempting to get back on the insulin pump again. The customer's blood glucose at the time of the call was 321 mg/dl. The customer stated that he received a battery out limit alarm after a battery change. Troubleshooting was done. The customer stated the battery was out of the insulin pump greater than the duration allowed. The customer was unable to clear the battery out limit alarm because the buttons were not responding. The customer stated that the insulin pump had been exposed to insulin moisture in a (B)(6) bag. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. Unexpected battery out limit alarms was not confirmed and functional testing was not performed due to the keypad anomaly. Moisture damage was also noted on mother board and lcd board. The insulin pump also had cracked reservoir tube lip, cracked battery tube threads, and minor scratches on display window noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.